Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed returned lead had some kinks on the outer tubing and all internal wires were broken 25cm from terminal end. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient has been receiving inadequate coverage due to high impedance related to the patient's lead located at l3. Reprogramming was performed but was unable to restore adequate coverage. As a result, the patient's lead located at l3 was explanted/replaced to address the issue and an additional lead was implanted at l5.